Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed and that there was a crack along the battery compartment. The reporter stated that the battery cap had never been changed; the user guide clearly instructs the user to change the battery cap every 6 months. The reporter denied any power loss but stated that a low battery alarm occurred and that the battery could not be changed due to the inability to remove the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.